Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was between 70 and 300 mg/dl. Additionally, it was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Customer's bg for this event was 183 mg/dl. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.